Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called legal on january 22, 2016 at the direction of their surgeon. He underwent primary right hip arthroplasty five years ago with an accolade tmzf stem. It is alleged that blood test performed in 2015 indicated high cobalt levels. The patient had an aspiration and a partial revision was performed in (B)(6) of 2015. The surgeon told the patient that he had "extensive corrosion at the head neck junction."

Manufacturer narrative:
An event regarding corrosion involving an accolade stem was reported. The event was not confirmed by medical review. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant revealed: ¿there is no examination of the explanted head and no imaging or histopathology confirming the diagnosis of altr or trunnionosis as a source of clinical complaints related to the right total hip arthroplasty. The nonspecific histologic description of the soft tissues from the right total hip arthroplasty revision was consistent with the changes one month after a hip aspiration/arthrogram performance. Some dark material within the femoral head/trunnion junction after five years in situ is not diagnostic of pathologic trunnionosis. Slight elevated serum cobalt in a patient with long-standing bilateral total hip arthroplasties, including a modular stem in situ for twenty years, is not unexpected. Ion levels noted from joint aspiration fluid are neither diagnostic nor related to any none base levels. The fact that the trunnion after cleaning was described as "well suited for reuse!! Further suggests that significant trunnion involvement was not a factor in this clinical situation.¿ product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event of corrosion was not confirmed. According to the medical review the clinician stated that there was not enough evidence to confirm the alleged diagnosis of altr, trunnionosis or corrosion. It was noted that there was a slight elevation in the cobalt levels but with bilateral hip arthroplasties and devices implanted in the patient for approximately twenty years is not unexpected. It was also noted that the stem was left implanted in the patient and the trunnion cleaned. Based on this information the stem was well fixed and the trunnion was not an issue.

Event description:
Patient called legal on january 22, 2016 at the direction of their surgeon. He underwent primary right hip arthroplasty five years ago with an accolade tmzf stem. It is alleged that blood test performed in 2015 indicated high cobalt levels. The patient had an aspiration and a partial revision was performed in (B)(6) 2015. The surgeon told the patient that he had "extensive corrosion at the head neck junction." Updated per medical review: ¿on (B)(6) 2015 a revision of the right total hip arthroplasty, femoral head only, was performed for a diagnosis of "painful right tha secondary to altr trunnionosis". The operative report describes general anesthesia and an anterior approach. The report notes, "femoral and acetabulum well-fixed, well-oriented. Acetabular liner undamaged with no wear ... Femoral head had crusting in the trunnion with a black corrosion material ... Trunnion ... Well suitable for reuse ... MRI suggested intraarticular excess fluid without adductor muscle damage"¿.